Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, wear abrasion and a curved opening on the radius side. A leak test and microscopic analysis were performed which identified a greater than 1-millimeter observed void in the non-textured, valve-to shell-bond area, and a smooth crease opening on the radius side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is smooth crease opening on the radius side due to a fold flaw opening. The reason for reoperation is deflation.

Event description:
Device has been explanted.